Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed and attributed to wear of angle wire which caused bending angle in up direction not to meet the standard value. In addition to the reportable malfunctions of foreign objects on the objective lens and the lighting lens, the evaluation found the following non-reportable malfunction(s): due to damage on up/down knob, water tightness was lost; due to dirt on objective lens, foggy image occurs; adhesive on bending section cover had white-clouded area; control unit had discoloration; paint on suction cylinder was peeled; scratches on universal cord, plastic distal end cover, connecting tube, and protector of universal cord on suction connector side; due to dirt on objective lens, foggy image occurs. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
The customer reported to olympus the colonovideoscope had reduced angulation. It was not specified during what type of device usage the event occurred. The device was returned and during the device evaluation the following reportable malfunction was found: foreign objects found on the objective lens and the lighting lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: the reprocessing status was unable to be confirmed/obtained following three unsuccessful attempts. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.